Manufacturer narrative:
9/21/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the clips did not release properly from the jaws. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.